Manufacturer narrative:
Patient identifier not available from the site. Lot number was not available on the date of filing. No device/components were returned to the manufacturer on the date of filing. Manufacture date was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for sacroiliac and thoracolumbar. It was reported that during equipment setup, the clamp tall had failed in the washer at the screw tip that kept it from becoming lose had come off. Issue was noticed at the next surgery it was used at. The washer was nowhere to be found. There was no reported impact to patient outcome.